Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed no readings and the screen could not be unlocked, after which a remote restart was attempted but failed until the user reinstalled the app and re-paired the device; following the remote restart, the device presented the initial setup screen and required full setup, after which normal function and screen responsiveness returned. Symptoms included no injury or adverse physiological effects. Outcomes included restoration of device operation without clinical impact. Investigation included remote troubleshooting, device reconnection, log review, and guided setup. Investigation of this case revealed a device functionality interruption consistent with a software state requiring restart and re-initialization, with no hardware damage observed and no alarms present after recovery. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software or connectivity issue resolved by restart and re-pairing.